Event description:
Report states, "flow difficulty during patient use. Infusion was completed 12-24 hours earlier than expected (46)". Lv5 infusor was filled to 240ml with saline and 5500mg of 5fu. Customer reports no patient injury or medical intervention.